Event description:
The dealer states that the left motor is leaking oil, it is grinding and loss of power, no fault codes. The patient is still using the chair and there was no additional information.